Event description:
Provider states that the screw that attaches at the bottom of the left back cane stripped out and stripped the connection point on the cane also. No additional information provided.